Manufacturer narrative:
Corrected information: device evaluated by MFR? Additional information: evaluation codes. (B)(4). Two straight ball tip feelers (product code: 2750-10-140, lot numbers: 0305v, ty16842) were returned to the customer quality unit (cqu) on january 17th, 2017. The probes show a significant amount of wear in the form of surface markings and faded anodization etchings. The shafts of these probes are bent and broken towards the tips. The distal tips broken off from the instruments were not returned. These instruments were subsequently submitted for fracture analysis. Optical imaging of the fractured surfaces of the instruments shows that the fractured surfaces rough surface characteristics that extend across the entire surface suggesting the probes underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. It has been noted that if a hardness test were to be performed using c scale, it would not be considered accurate. C scale hardness measurements are accurate down to approximately 0.25¿¿. The diameter of these instruments is approximately 0.08¿¿ at their widest. Therefore, accurate readings of the hardness of these instruments are not attainable using available gages. However, a material certification of compliance was submitted for lot ty16842. This lot was found to be within acceptable boundaries according to the results provided. No certification of compliance was available for lot 0305v. It was noted that the end cap for the probe from lot ty16842 was missing. There appears to be no immediately observable damage around where the end cap should be. This issue was not reported by the customer. The end cap does not directly participate in any part of the surgical procedure. The end cap may have been removed or fallen off before the probe was damaged. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the probe tips breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a potential root cause may be static overload failure due to excessive force inadvertently placed on the probe tips, resulting in the probe tips breaking. As there have been no issues identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was doing an l5-s1 a/p fusion. On the posterior side he cannulated l5 and s1 pedicles w a straight gearshift, while adjusting the tip of the probe after feeling the l5-left pedicle the tip broke off. The fragment was retrieved and taken out of the surgical field. We used a different ball tip feeler to probe the pedicles. Following that while trying to straighten out a bent tip a bit the tech snapped off another one. We opened an extra that was peel packed in back sterile core expedium 7.0 x 40 screws were placed in l5 and 7.0 x 35 were placed at l5-s1. 40 mm expedium ti rods were placed bilaterally, locking caps inserted on all 4 screws and final tightened to 80 ft/lbs. One a6 crosslink was applied across the construct and final tightened down to appropriate torque.